Event description:
Additional information received notes that the patient was seen in clinic and device was interrogated, an alert for excessive bluetooth telemetry use was noted and after interrogation the pairing was restored.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) was unable to transmit without placing a magnet over the icm. No intervention was reported. There were no patient consequences.